Manufacturer narrative:
Based on the model number and serial number entered, this device is subject to the 2021 assurity and endurity pacemaker safety notification.

Event description:
It was reported that telemetry could not be established on the pacemaker. No magnet response was observed. The pacemaker was explanted and replaced. The patient was stable.

Event description:
New information received notes premature battery depletion was suspected on the pacemaker prior to the procedure.